Event description:
Caller reported a cgm error with code 42, related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the process, after which the caller successfully started a new sensor session without the error reoccurring.